Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6)implanted: (B)(6)2004product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 28-aug-2006, UDI#: (B)(6)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was receiving unknown baclofen (cannot be obtained; not documented at cannot be obtained; not documented) via an implantable pump for intractable spasticity. It was reported that they went to refill the pump and there was a lot more medication left in there than there should be. Patient said they were supposed to have 4 ml left in the pump but there were 16 ml. The patient stated he's very spastic right now and needs someone to help him. The patient is experiencing withdrawal symptoms. The cause is unknown. A dye study was attempted 5/20 but they were unable to aspirate the catheter. The healthcare provider (hcp) will do a catheter revision but no date is set yet. The issue is not resolved.